Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the tires are falling apart, chunks of the rubber are falling off from the inside of the wheel .

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the rubber was chunking/falling apart from the tire, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer states that the tires are falling apart, chunks of the rubber are falling off from the inside of the wheel.